Manufacturer narrative:
Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 6 years, 4 months due to restricted leaflet mobility causing severe bioprosthetic valve stenosis. The patient presented with heart failure. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was discharged pod #1. Per medical records, the patient presented with acute chronic diastolic nyha class ii-iii heart failure, increasing lightheadedness, and recent near syncope. Tee ((B)(6) 2024) revealed an lvef of 55-60% with abnormal gradients and moderate mitral annular calcification along with moderate calcification of the native aortic valve. Tmvr was successfully performed with a 26mm sapien resilia transcatheter valve with no complications. Post-tmvr tee confirmed no pvl and reduced gradients of 2mmhg. The patient was discharged pod #1.